Event description:
There was an allegation of questionable hemoglobin a1c (hba1c) results from the cobas integra (400+) analyzer. The questionable results were reported outside the laboratory and were repeated after the doctor questioned the results. The doctor alleged the results were high when compared to the glucose results for the patients. Examples were provided as: sample 1 hba1c results were 8.1% and 8.2%. The patient's glucose result was 121 mg/dl. Sample 2 hba1c results were 5.9% and 5.8%. The patient's glucose result was 105 mg/dl. The reagent lot number was 61749701 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The field service engineer decontaminated the internal reservoir and replaced the syringe tips, a valve on the back of the probe, and a valve on the back of a syringe. He replaced the cassette sense lock module and the sample rack indicator pcbs (printed circuit boards). The customer ran calibration and qc that met specifications. Upon follow-up, the customer ran a 100-patient correlation with another laboratory, and all of the results matched. The customer stated that 2/3 of their population is pre-diabetic or diabetic and recognized that although the patient's a1c may be elevated, the glucose can recover within the normal range. The investigation is ongoing.

Manufacturer narrative:
The provided calibration and qc data were acceptable. The investigation determined the service actions resolved the issue.